Manufacturer narrative:
The navio bone pin pn rob00031, use in treatment, was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirm, factor that may have contributed to the reported symptom may have been associated with mishandling. Care and caution should be exercised during the surgical site setup and tear down to protect the pin from an unforeseen force, such as falling onto a hard surface or damage during transport. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up for a navio-assisted surgery, it was found that the navio bone pin 4.0mmx152mm was broken. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.